Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse). The air gas module, monitoring printed circuit board (pcb) and controlling pcb were replaced then sent back for investigation. The provided device logs confirms the reported issue. Simulated test use of the returned parts in a ventilators resulted the following: the air gas module and the monitoring pcb pass the pre-use check. No abnormal found during ventilation for 24 hours. The controlling pcb failed the pre-use check with flow transducer test. During ventilation the machine delivered wrong o2 concentration. The cause of the reported issue was that the inspiratory flow circuit inside the controlling pcb had a voltage offset in the output of one of the integrated circuits (ic). However, it was not possible to determine which component was defective in this circuit. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).